Manufacturer narrative:
Consumer stated that they experienced a crown falling out. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that they experienced a crown falling out while using the sonicare power toothbrush.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer has not responded to multiple contact attempts.